Event description:
This event was determined to be reportable based on info received on (B)(4) 2012 indicating the ablation catheter and introducer were removed together. The 7f cool path duo ablation was difficult to rotate while inside the 8f fast cath introducer sheath. The devices were removed together and the cool path catheter was reinserted into a new fast-cath sl1 introducer to complete the procedure with no consequences to the pt. The tip of the sheath was noted to be torn.

Manufacturer narrative:
One 8f fast-cath introducer and one 8f transseptal dilator were received for eval. Visual inspection revealed the dilator was received fully engaged with the introducer. Damage was observed on the distal tip end of the sheath. The dilator was able to functionally fit into and through the introducer with no anomalies observed. Review of the device history record confirms this lot met mfg requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical / procedural factors.